Manufacturer narrative:
Results: the report of ineffective stimulation was not confirmed. Visual inspection and electrical testing did not identify any anomaly that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving ineffective stimulation. Reprogramming was unsuccessful as the issue re-occured. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.